Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported surgeon was revising an old spinal fusion. When he went to replace the old hardware with new hardware, the driver tips sheared while he was inserting the screws. This happened on multiple levels with different size screws. Surgeon tapped before inserting screws. Patient consequence? :yes. Patient consequence description:increased anesthesia time. On (B)(6) 2018: additional information confirmed by rep: all 5 tips broke. Tips are retained in the screws. Surgical delay of approximately 30 mins to an hour.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination revealed signs of operative use as evidenced by superficial markings, with damage to the shank of the screw and it is noted that the tulip head has separated from the shank. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the mis ti cfx fen poly 7x50 falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the drive feature of the screw during tightening, potentially at a significant angle, resulting in tulip head separating from the shank during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.